Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a rfa procedure was abandoned due to connection issues with the grounding pad. The patient experienced prolonged time on the table with needles placed as the physician attempted to troubleshoot the issue.